Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6 investigation summary: the complaint device was not received for investigation. The following investigation is based on the image provided in the attachment "(B)(4).jpeg". The image was reviewed, and the complaint condition could not be confirmed. From the provided x-rays, no problem could be detected with the device contributing to this complaint. However the device was not returned, so dimensional inspection and functional test were not able to be performed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. A definitive assignable root cause could not be determined based on the provided information. During the investigation, no product design issues, or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown unk - nail head elements: fns bolt/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a hardware removal was performed due to malunion. The femoral neck system (fns) allowed the fracture to collapse which led to the shortened femur. A femoral neck system (fns) was removed without difficulty and a hemiarthroplasty was implanted. The original date of implant was on an unknown date in (B)(6) 2019 at an unknown facility. The procedure and patient outcomes are unknown. This report is for one (1) unk - nail head elements: fns bolt. This is report 2 of 4 for (B)(4).